Event description:
It was reported that a patient underwent generator explant due to infection of their surgical site. Device history records for the patient's generator were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No other relevant information is available to date.